Manufacturer narrative:
Patient with lal implanted in the right eye was observed on two post-operative clinic visits without his uv protective wear. The lens was explanted on (B)(6) 2020. Evaluation of the returned lens noted an ambient zone near the center of the lens. The ambient zone is indicative of premature photopolymerization of the lens.

Event description:
Patient with lal implanted in the right eye was observed on two post-operative clinic visits without his uv protective wear. The lens was explanted on (B)(6) 2020.

Manufacturer narrative:
Patient with lal implanted in the right eye was observed on two post-operative clinic visits without his uv protective wear. The lens was explanted on (B)(6) 2020. Device history record for the lens was reviewed. No issues were noted. The explanted lens is being returned for evaluation.

Event description:
Patient with lal implanted in the right eye was observed on two post-operative clinic visits without his uv protective wear. The lens was explanted on (B)(6) 2020.